Event description:
As reported by the user facility: during a conference call on thursday, (B)(6) 2024, dr. (B)(6) and members of the umm incident management team informed b. Braun's director, postmarket surveillance that a patient death occurred during the weekend of (B)(6) 2024 in one of the (B)(6) facilities (possibly their main campus, but unclear). Dr. (B)(6) indicated that the involved infusomat space pump was not identified as the cause of death, but was identified as a contributing factor due to air-in-line alarms. The details were provided quickly during the call so notes are incomplete. Umm indicated they would be providing a report, but it has not yet been received therefore the case is being generated with the information available at this time. The indication was that the patient, with multiple comorbidities, in the cardiac catheter lab on a norepinephrine drip. The infusomat presented an air-in-line alarm. Dr. (B)(6) and umm staff were not clear whether there was actual air visible within the infusion line at the time of the alarm. They indicated that the pump had been running for about an hour prior to the alarm occurring. A backup pump and medication was available, but the medication was not infusing for quite a while due to the nurse trying to troubleshoot the infusion, the patient heard rate and blood pressure dropped and the patient was deemed unable to be resuscitated. The device alarms was considered a contributing factor to the situation, but not the only factor. The patient was extremely ill and after the alarms this would have been their 2nd resuscitation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. Additional attempts are being made to obtain relevant information. If any additional pertinent information becomes available, a follow up will be submitted.